Event description:
It was reported that a loose mains power cord caused sparking and overheating in the mains power cord connector. The power cord reportedly melted. The fault was noticed by the hospital personnel, and patient monitoring was discontinued. No injury was reported.

Manufacturer narrative:
The device was shipped 07/29/2009. Initial reporter's information unknown. Ge healthcare's investigation revealed that the power cord end attached to MRI monitor was burned. After it melted, it was forced to detach so that the power cord frame became loose. There were also signs of oxidation and corrosion on the connectors. It is unknown if those traces came from extinguishing the fire or from incorrect cleaning of the device. The device was opened and no signs of burns were noticed inside the monitor. It was determined that the burn originated from the power cord. The power cord the customer was using with this monitor was not the original power cord shipped by ge. The power cord is not approved for use with the monitor. The device was repaired and returned to the customer.